Manufacturer narrative:
Concomitant medical products: patient medications: atenolol, atorvastatin calcium, lisinopril, multiple vitamins, aspirin. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events which may occur and require intervention include endoleak. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2011, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that during a routine follow up visit, computed tomography images dated (B)(6) 2019, revealed the aneurysm sac has increased in size measuring 7.9 x 7.5 cm. On (B)(6) 2019, the physician reintervened and pre-op images and revealed a proximal type I endoleak and implanted a gore® excluder® aortic extender endoprosthesis. The endoleak was resolved and the patient tolerated the reintervention.